Event description:
This case was initially received via regulatory authority ((B)(6), (B)(4)) on 21-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ("many allergy disorder") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the hypersensitivity outcome was unknown. The reporter considered hypersensitivity to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-feb-2018 for the following meddra preferred term: hypersensitivity. The analysis in the global safety database revealed 47 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.